Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Patient code (above): no code available - customer reported symptom of lightheaded. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to contact the customer via telephone at call backs on (B)(6) 2018. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 85 and 65 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 125 mg/dl. At the time of the call, the customer stated that she was unsure how she felt but that she did not feel right; customer stated she had felt lightheaded earlier. Customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 74mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1:85mg/dl (B)(6) 2017 7:07am fasting, result 2:167mg/dl (B)(6) 2017 8:09pm non fasting, result 3:159mg/dl (B)(6) 2017 4:30pm non fasting, result 4:182mg/dl (B)(6) 2017 2:16pm non fasting, result 5: 65mg/dll (B)(6) 2017 5:33am fasting. Complaint details custoerm called to only run the control until I started to talk to her about her meter and then she told me how the meter is reading her blood glucose. She does not know if the other meter was reading wrong but her results on this meter are so much lower. But this customer is also having hypoglyemic symptoms. I had her run her blood and she is before her lunch meal running 74mg/dl. I asked her to eat her lunch but also to call the dr office to let them know she is running lower on the blood sugars and let them advise her of her insulin on this long holiday.